Event description:
It was reported that during a renal stenting treatment procedure, the stent dislodged. The target vessel was tortuous and the lesion was not predilated. Upon insertion, the stent started to dislodge on the balloon. "The stent and balloon were removed together, the stent did not come off the balloon." The procedure was successfully completed with another of the same device. There were no reported patient complications and the current patient condition is reported as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed, and no issues were noted that would have contributed to the complaint reported.